Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that the system will not turn on. After reviewing log file, fse found the cause of the problem. Fse found the broken ippc, so this was the cause of the device is out of order. Fse replaced the ippc and reinstalled the software. After the replacement of ippc, the system was returned to use in good working order. The defective part was returned for analysis and the failure is not confirmed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.